Event description:
On (B)(6): customer reports unidentified patient having an unidentified procedure when fluoro failed. Physician aborted the procedure and would reschedule. No reported injury.

Manufacturer narrative:
Field service engineer was told by the operating room equipment tech, he reset the hospital breaker and checked the system operation. The system was back up. Fse checked the incoming line to the generator (B)(4), checked the 220v and the low voltage supplies. He found it a little low and adjusted from 4.25v to 4.70v (1/10th incoming). Tech support suspects a weak hospital breaker as the probable cause of this issue. Fse then verified proper operation using compax x generator service manual, goldone maintenance manual, and hut plus service manual. Unit passed checkout procedures and was returned to full service by the customer.